Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) and a hcp. It was reported that it worked really well, but the implantable neurostimulator (ins) was uncomfortable while sitting. It could be painful if they sat too long and it would "kill" them. It was like sitting on a brick. The site was still tender with some swelling. The ins also stuck out and popped out. They had an appointment scheduled with their hcp for the week following the report. On (B)(6) 2017, it was reported by a hcp that there was no visible cause for the discomfort and pain while sitting, swelling and tenderness, and the ins sticking out. Diagnostics were not performed and the patient was given an empirical antibiotic.

Event description:
The patient reported that they were having a lot of pain in the incision area and it was hard to sit since implant. It was indicated that they saw their healthcare provider (hcp) on (B)(6) 2017 and were told that the incision site looked good, but there might be an infection. The patient was given amoxicillin to take four times a day. The infection was not confirmed. Information later received from the hcp indicated that the pain was caused by incisional pain. They palpated the incision at the implantable neurostimulator. The hcp noted that the pain had resolved. The indication for use was gastrointestinal/pelvic floor.